Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3189, UDI: (B)(4), serial: (B)(6), batch: 6261257.

Event description:
It was reported that the patient has ineffective stimulation. The investigation did not determine which lead attributed to this issue. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction d4: device information has been corrected. Correction: manufacturing site in d3 and g1 should have been st. Jude medical - neuromodulation (puerto rico, llc) and the MFR number should have been 3006705815.

Event description:
Additional information received reports that the patient's thoracic leads were explanted and replaced on (B)(6) 2025 due to lead migration.